Event description:
It was reported that the patient with this implantable lead had exhibited infection. A revision was performed and the ICD along with the right ventricular (rv) lead, right atrial (ra) lead and this previously capped lead were explanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).